Manufacturer narrative:
The following fields in this report have been corrected: b1: adverse event, b2: required intervention to prevent permanent impairment/damaged (devices) and h1: serious injury.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of the 26mm sapien 3 using the ultra delivery system by tf approach in aortic position, the ultra delivery system balloon burst. No bav was done prior to valve deployment. Despite the balloon burst, the valve was well implanted, however, difficulties were encountered in removing the delivery system as the balloon would not enter into the sheath. During the removal attempt, an iliac artery dissection occurred from the origin of the common iliac to the bifurcation of the internal and external iliac. The delivery system was embedded in the eci and ici bifurcation so they had to use wire cutters to cut delivery system between the shoulders of the balloon catheter before they could remove the distal tip from the iliac. A vascular surgeon removed the device through a cut down and the vessel was grafted and stented. On pod 1, the patient returned to the or for bleeding. At last report, the patient was recovering slowly, but was stable.

Event description:
As reported by our affiliates in united kingdom, during deployment of the 26mm sapien 3 using the ultra delivery system by tf approach in aortic position, the ultra delivery system balloon burst. No bav was done prior to valve deployment. Despite the balloon burst, the valve was well implanted, however, difficulties were encountered in removing the delivery system as the balloon would not enter into the sheath. During the removal attempt, an iliac artery dissection occurred from the origin of the common iliac to the bifurcation of the internal and external iliac. The delivery system was embedded in the eci and ici bifurcation so they had to use wire cutters to cut delivery system between the shoulders of the balloon catheter before they could remove the distal tip from the iliac. A vascular surgeon removed the device through a cut down and the vessel was grafted and stented. On pod 1, the patient returned to the or for bleeding. At last report, the patient was recovering slowly, but was stable. The minimum luminal diameter (mld) was 8mm with mild calcification and mild tortuosity. The valve was about 90% expanded with no pvl. The physician believed the distal shoulders on the balloon catheter caused the vascular damage when they became exposed after the balloon rupture. The distal shoulders were embedded at the iliac bifurcation; wire cutters were used to remove the distal tip of the catheter from the iliac. The patient required vessel grafting and stents.

Manufacturer narrative:
UDI (B)(4). Fluoro imagery provided by the complaint site demonstrated calcification at the native annulus and confirmed the distal end of the delivery system was unable to enter the sheath. Device photographs provided by the complaint site showed the balloon separated at the proximal cone with a flared proximal shoulder. The distal end of the balloon had a radial and a longitudinal burst, and the distal shoulder was deformed. The devices were returned to edwards lifesciences for evaluation. Per the visual inspection, the distal tip of the delivery system was separated. The nose tip was split with the guide wire inserted. There was a radial and longitudinal balloon burst, with the proximal section potentially missing. The distal shoulder was flared. The delivery system was separated at the proximal cone and the guidewire lumen was kinked at the proximal shoulder. Balloon single wall thickness measurements were taken along the edge of the tear. The measurements met specification. Due to the nature of the complaint (balloon burst and distal tip, nose tip separation), no functional testing was able to be performed. The evaluation was performed through visual inspection. A review of the manufacturing records was performed for the work orders that are relevant to the manufacturing of the devices and components that could potentially contribute to the complaint events. The work orders revealed no manufacturing non-conformance's that would have contributed to the complaint events.  The delivery system and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformance's contributed to the reported events. A review of lot history for the related work order revealed one similar complaint that is pending engineering evaluation. A review of complaint history for the edwards ultra delivery system (all models, all sizes) for the past 12 months (may 2018 to april 2019) revealed other similar complaints (burst / withdrawal difficulty.  Available information supports that patient (calcification) and/ or procedural factors (withdrawing burst balloon/ device manipulation/excessive force as a result of insertion difficulty) likely led to the reported events and there was no evidence of device malfunction or manufacturing non-conformance. A review of complaint data revealed that the complaint rate did not exceed the monthly trigger for action for the complaint trend category. Additionally, a review of the IFU and training manual revealed no deficiencies.  Specific inflation volumes are provided, as well as direction to deploy the valve with slow, controlled inflation.  Step-by-step guidance for managing balloon ruptures includes:  attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system.  When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement.  Be patient and pull gently especially near tear and balloon shoulder transitions.  Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off.  If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case.  If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.  Do not attempt to pull just the catheter/delivery system through the sheath.  If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs.  Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath.  It is likely that calcification contributed to the complaint events. Imagery provided by the complaint site show mild calcification in the native annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration.  It is possible that the balloon burst resulted in a distorted balloon profile and/or exposed the balloon shoulders, which could have hindered the delivery system from entering the sheath. Additionally, tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. The balloon burst and lack of coaxial delivery system retrieval likely resulted in the distal shoulder and/or balloon caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath.  Excessive device manipulation during retrieval could have then have flared the shoulder wings and reported patient injury. As a result of the withdrawal difficulty, the distal tip was cut by the physician in order to remove the delivery system. Available information suggests that patient factors (annular calcification; vessel tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the reported event. The complaint was confirmed through photographs provided by complaint site. However, no manufacturing nonconformance's were identified. Available information suggests that patient factors (annular calcification; vessel tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the reported events. No labeling/IFU inadequacies were identified; however, edwards has released a training bulletin to reinforce the proper use of the device.  No additional actions are needed at this time.